Event description:
Had lasik md perform excimer laser procedure on both eyes. My vision is much worse than before, I am unable to drive at night, see "floaters" in front of me all day long, have fluctuating vision all day. I always feel out of focus like binoculars that don't quite line up. Because my numbers are 20/20 I am considered a success and the only explanation they give me is that my brain is not adjusting to my new way of seeing, and that "perhaps" my eyes overcorrected and they can do an "enhancement" surgery. As I research this more I learn what a bad idea this is and that it would further damage and weaken my cornea yet they do not tell me this. They also do not tell you that your "flap" never heals entirely and remains a risk the rest of your life. Lasik md is nothing but a factory, assembly line, cranking the patients through at an alarming rate and I have to wonder how many "success" stories like me are out there, miserable at having their eyes ruined! I cannot even watch tv now without squinting and seeing double. Lasik md has also mentioned glasses for night driving. So they took 3,700 dollars to ruin my vision, give me the inability to drive at night or properly focus on anything, and put me in a different kind of glasses (I had to use readers below). The risks are very much minimized when the sales pitch is on. This business is all about money. They also employ bait and switch tactics - offering low prices that on one ever seems to benefit from. They also ask you to fill out a satisfaction survey at your 24 hour follow up appointment when you are still healing and have no idea of the complications that you are probably stuck with for life. This is very deceptive and they put these in a booklet to show how happy everyone is with the surgery. I do not want anyone to think I recommended this potential mess to them!